Manufacturer narrative:
The technician found the head up valve was sticking. He replacedthe head up valve to repair the bed.

Event description:
Information received indicates the head section of the bed will not go up.